Event description:
Information received a smiths medical ventilators/pneupac disposable circuits malfunctioned. Reported during the use of the product, the customer noticed the connection between the product and the tube was disconnected. No patient injury.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problem was found. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation.